Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical department with an unsigned note that stated, "symbiq infusion, pump was tracking fluid, but not allowing fluid to be infused. Cassette was tried on different device and worked." It was also reported that the device was to deliver an unspecified concentration of natalizumab. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).